Event description:
It was reported there was sudden loss of stimulation. Contact 3 was non-functional and was an open circuit. The patient had a worsening of pain. The lead was replaced due to the sudden loss of stimulation. The stimulator was also replaced but this was noted as an anticipated replacement and that it was due to ¿wear in 6 month.¿ hospitalization and replacement were required due to the event. The event was considered resolved.

Event description:
Additional information reported this event was similar to manufacturer report # 3007566237-2015-00075. It was unclear what was meant by this. If additional information is received a follow up report will be sent.

Event description:
Additional information reported the fracture was related to the device and not the procedure. Previously the site indicated this event was similar to manufacturer report # 3007566237-2015-00075 however additional information indicated the two events were different and not similar.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the opening of the circuit was related to the fracture of the extension. There was no particular event. The reporter thought of a material weakness zone. The diagnosis was made because the stimulation was not working on 2014-(B)(6). The healthcare professional (hcp) re-operated on the patient and changed the faulty extension. The problem was solved and the electrode had not moved. The issue was with the extension that connects the electrodes to the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, serial# implanted: (B)(6) 2012, product type: lead. (B)(4).